Event description:
The reporter stated that, the surgeon was using a competitor's lens using a mtc-60cfp cartridge and the lens tore during insertion. The surgeon enlarged the incision to remove the lens and inserted a different model lens and used a suture to close the incision. The reporter stated, it was due to the cartridge.

Manufacturer narrative:
A work order search was performed on the cartridge lot number for similar complaints within the search and there were four similar complaints found.